Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was functioning as if infusing, without triggering any alarms, no medication had been administered to the patient since the last bag change. The event occurred while the pump was in use. There was a patient involvement.

Manufacturer narrative:
Updated d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.